Event description:
A us distributor reported that a battery pack was unable to power a monitor and a charger was unable to charge battery pack.

Manufacturer narrative:
Device evaluation of battery pack sn 86412070 has been completed. The reported problem (will not power up) was confirmed. As received, the battery was unable to power on a monitor or charge. The cause for the failure was isolated to a loose bus bar inside of the battery. Additionally, the f1 fuse was open. The cause for the open fuse was excessive current. The root cause of the loose busbar cannot be positively identified. The root cause for the excessive current was unable to be positively identified. No adverse event resulted from the damaged battery. Device evaluation of battery charger has been completed. The reported problem (unable to charge batteries) has been confirmed. Upon investigation the battery charger was unable to charge/recognize a battery pack. The cause for the failure was contamination on the battery board pca. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged charger.